Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial #: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 10-jan-2023, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was a lead migration to c4. An x-ray was take in april to confirm lead placement. The patient reported to the hcp that their coverage had changed. A revision occurred and the lead was moved to c2 and re-anchored. Issue has been resolved at this time. No further complications were reported/anticipated.